Manufacturer narrative:
Actual sample received for evaluation. Post decontamination, the line was visually inspected according to procedure for any manufaacturing defects. A kink was detected 1/8 of an inch from the pump tubing adapter. The kink was measured to determine its seriousness using the kink tubing gauge. The kink was determined to be a class I kink, which is considered by fmc standards, to be a minor defect. Based on the sample analysis, the complaint as stated, was confirmed. However co does not consider this complaint to be manufacturing related, as the line was previously used for 4 treatments, without incident. A follow up letter has been sent to the user facility. This complaint is closed with ongoing monitoring.

Event description:
Rec'd notification of complaint concerning above product via medwatch form filed by facility. Spoke with director of nursing who reports that approx 2 hours into the treatment, the health care professional noted a slight kink (states is more like an indentation), located just after the blood pump segment of the arterial line. Treatment discontinued, blood returned to pt. A hematocrit was drawn and spun, result readable at 36%, but hemolysis noted. Pt was asymptomatic with stable vs. Labs were drawn per unit protocol and medical dr notified. Md requested treatment be restarted using new set-up. Remainder of treatment uneventful, pt remained asymptomatic. The blood line had been used four times, prior to this event, without incident. The actual blood line is available for evaluation. A response letter has been sent to the user. Medwatch filed based on evidence of hemolysis in serum.